Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that a cs-064 ¿call service alarm¿ occurred while the user was performing the ¿prime¿ function. This complaint is being reported because, the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed cs 064 motor error alarms. The pump was exercised for 24 hours with no duplicated call service alarms. The pump was opened and no damage was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.